Event description:
It was reported to philips that the monitor displayed an rl off message and subsequently failed to obtain an ECG reading. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.